Manufacturer narrative:
Investigation findings: this bur guard was not returned for investigation as the user could not identify, which unit was in use at the time of this event. The information for use (IFU) provided with this device informs the user of the following: overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure. Prior to attaching the bur guard; a. Check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. B. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return to linvatec/hall surgical for service. The customer will be contacted with this information.

Event description:
It was reported that during use in oral surgery, heat was felt in the bur guard area and an oil-like substance leaked onto the patient's lip. An alternate handpiece and bur guard was used to complete the procedure, and there was no injury or surgical delay associated with this event.